Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance. No intervention was performed. The patient was stable and will continue to be monitored.